Event description:
Patient presented to the hospital in vf. It was reported that the device did not deliver hv therapy due to undersensing and that the patient was at some point externally defibrillated. It was unsure as to when the external defibrillation occurred. The device was later explanted.

Manufacturer narrative:
The field experience of sensing anomaly was not confirmed. It is believed that the device may have been reprogrammed to make it more sensitive. The device was tested on the bench and on the automated electrial test system. The device was found to sense normally.